Manufacturer narrative:
H6- medical device problem code: 1494: off-label use: acd<3.0mm claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -12.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2021 the lens was explanted due to elevated iop and cataract. Phaco-emulsification (cataract surgery) and iol implantation was performed. Problem resolved. Cause of event was unknown.